Event description:
The complaint is reported as: "the problem happened when the nurse tried to introduce the PICC through the insertion sheath, he tried three times without success, it got stock the three times, and then he withdrew all the parts and checked the device entirely and realized that the peel away was broken in the middle." No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the problem happened when the nurse tried to introduce the PICC through the insertion sheath, he tried three times without success, it got stock the three times, and then he withdrew all the parts and checked the device entirely and realized that the peel away was broken in the middle." No patient harm was reported. The device was replaced. The patient's condition is reported as fine.